Event description:
It was reported through litigation process that sometime post a port implantation procedure, the port allegedly clogged. It was further reported that the device was removed from the patient and was replaced with a new device. Reportedly, the patient passed away on a later date after placement of a new port.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were provided for review. Medical records allege that the port implantation details were not available, the patient's right sided port was clogged and was not working. Removal of infected port-a-cath was planned, and it was sent for culture. That was proven to have no infection. Therefore, the investigation is confirmed for the port clogged issue. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port implantation, the port allegedly clogged. It was further reported that the device was removed from the patient and was replaced with a new device. Reportedly, the patient passed away on a later date after placement of a new port.